Manufacturer narrative:
Analysis of the ins (B)(4) found that the stimulation body conductor was broken 2.5 centimeters from the distal end. Analysis information: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neuro stimulator (ins). It was reported the battery voltage before implantation was 3.09v. The ins was not implanted. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Another product was used in the patient. The issue was not resolved at the time of the report.